Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control reviewed the electronic patient record from the event and confirmed that the device powered off for 30 seconds; however, the cause of the loss of power could not be determined.

Event description:
The customer contacted physio-control to report that their display on their device went blank. At the time their display went blank, all of the led's on the keypad flashed. The customer advised that device operation was restored; however, they were unable to state whether medical personnel did something to resolve the issue or it corrected itself. The device was used for the remainder of the patient event without further issues observed. There was patient use associated with the reported event; however, the customer advised that the patient was being monitored and there was no adverse outcome as a result of the reported issue. No further details about the patient or the event were provided.